Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. T1 is free from the needle and t2 has been advanced to the distal end of the needle. The device was tested for deployment using a rubber meniscus model, t2 was able to be stripped off of the needle as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the needle. Pathological conditions in the soft tissue that would prevent secure fixation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair surgery after t1 was deployed, t2 did not advanced. No patient injuries or significant delay reported. Back-up device was available to complete the surgery. T1 was removed from the patient's anatomy. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.